Manufacturer narrative:
Lot 14209681: (B)(4) patient medications: sensipar, renvela, tramadol, gabapentin, lidoderm patch, prilosec, lactulose, omeprazole, percocet, and allopurinol. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak and reoperation. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent a procedure using a conformable gore® tag® thoracic endoprostheses to treat a ruptured thoracic aortic aneurysm. The patient tolerated the procedure. It was reported that on follow up images dated (B)(6) 2016, the physician diagnosed a proximal type I endoleak. There was a reintervention on (B)(6) 2016, the physician implanted an additional tgu373710/14879960. The endoleak was resolved. The patient tolerated reintervention.